Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care professional. It was reported that the patient was still seeking help to resolve the por. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was just connecting their remote to check their settings and were getting a power on reset (por) message the day of the call. The patient stated they have had the device for 2 years and they could not figure out what was going on with the device. The patient reported that 3 weeks ago the device quit working where the pulsation quit, and they didn¿t know what happened. They got it working for a few days and then it quit again. The patient reported they went to their healthcare provider because they had a question on the stimulator and they wanted to show the healthcare provider the por on the remote but never did. The patient stated it now quit again where they were not getting pulsations. The patient described another icon they were seeing on the screen where they were seeing on position but showing off position. The patient stated they were not sure what happened when the pulsations quit. When asked to clarify if the device was off, the patient didn¿t know but their son was helping too and stated it was sho wing the system was on. The patient stated thursday was ok but monday the pulsation quit, yesterday or day before it quit again and now they were getting the por. The patient was redirected to their healthcare provider. No further complications were reported.